Manufacturer narrative:
We are waiting for additional information from distributor. We are unaware about patient injury.

Event description:
The laser system has the following problem: 'low power output." No adverse effects to patient were reported.